Event description:
The device was received with no information.

Manufacturer narrative:
Date sent: 10/30/2008. Evaluation summary - the analysis results found that the el5ml device was received in good visual condition. The device was tested for functionality and it fired 8 clips conforming and one double feed. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.